Manufacturer narrative:
The device should be returned to the manufacturer - awaiting for device analysis by the quality department.

Event description:
On the afternoon on (B)(6) 2025 (exact time unknown), the patient presented with altered mental status after an abdominal impact, accompanied by abdominal pain and nausea. No complaints of headaches, dizziness, or other discomforts were reported. On the evening on (B)(6) 2025, the family noticed that the right-sided subcutaneous ventriculoperitoneal shunt was not palpable, suggesting a "displacement of the ventriculoperitoneal shunt." The connection of the abdominal end of the right-sided ventriculoperitoneal shunt behind the ear ruptured, and the entire abdominal drain became detached and fell into the abdomen. The patient was admitted to the hospital, and after obtaining consent from the family, preoperative tests were conducted to rule out any contraindications for surgery. A second surgery was performed to replace the abdominal shunt.

Manufacturer narrative:
The device has been analyzed by the quality department: visual inspection: the proximal end of the portion of catheter exhibited an irregular cut with no evidence of ligature marks, indicating a mechanical rupture rather than a controlled sectioning, while no distortion of the diameter was observed along its full length. The quality control analysis confirmed that the catheter did not show any non-conformities. Conclusion: given the visual inspection of the explanted part and the collected information, the absence of compression marks, the short length of the recovered catheter, and the usual cranial fixation of the valve suggest a clean rupture of the tubing due to traction from the abdomen, likely caused by the abdominal impact that occurred just before symptoms appeared.

Event description:
On the afternoon on (B)(6) 2025 (exact time unknown), the patient presented with altered mental status after an abdominal impact, accompanied by abdominal pain and nausea. No complaints of headaches, dizziness, or other discomforts were reported. On the evening on (B)(6) 2025, the family noticed that the right-sided subcutaneous ventriculoperitoneal shunt was not palpable, suggesting a "displacement of the ventriculoperitoneal shunt." The connection of the abdominal end of the right-sided ventriculoperitoneal shunt behind the ear ruptured, and the entire abdominal drain became detached and fell into the abdomen. The patient was admitted to the hospital, and after obtaining consent from the family, preoperative tests were conducted to rule out any contraindications for surgery. A second surgery was performed to replace the abdominal shunt.